Event description:
A medtronic representative reported that while in a cranial procedure, the surgeon alleged the s7 system was inaccurate by 2cm. The patient had removed his fiducials. The surgeon verified accuracy successfully on naseon and canthi, but said he was a "little" off on the tragus and on a mark that was placed in the center of a fiducial in the right, parietal region. The case completed successfully with the use of navigation. Patient outcome was not affected.

Manufacturer narrative:
The files or archives have not been sent to the manufacturer for evaluation.